Event description:
Cardiac catheterization was performed. Facility attempted to seal groin with vasoseal. Upon completion of insertion, it was determined there was no collagen in the vasoseal. There were no complications, and manual pressure held for 15 minutes.